Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the unit has no alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to an independent repair center for evaluation. The result of the evaluation was that the power switch short circuited, causing the alarms not to function, which confirmed the original complaint issue.

Event description:
Provider states the unit has no alarm. The device was returned to an independent repair center for evaluation. Per the independent repair center, the reason for repair is the unit alarms are not functional. The key failure is the power switch has a short circuit.